Event description:
It was reported that the implanting physician noticed an 'oily' substance in the non-extensible body section of the proximal end of two 37085 extensions. It was noted that there was no 'rainbow' reflection, just a clear substance, which seemed to be liquid, with intervening areas where it was absent. The products were used and the implant went normally. Impedance measurements were within normal ranges. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4): extension model 37085, serial# unknown, implanted: 2012-(B)(6), explanted: na; extension model 37085, serial# unknown, implanted: 2012-(B)(6), explanted: na.

Manufacturer narrative:
Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 3387s-40, lot# v727691, implanted: (B)(6) 2012, product type: lead.